Manufacturer narrative:
E1: initial reporter phone: (B)(6). G3: aware date: used notification date as aware date as email received from china-wipro complaints team on 1/6/2025 but, the provided complaint notification date (12/30/2024) and bsc aware date (1/4/2025).

Event description:
It was reported that device detachment occurred. The stenosed target lesion was located in the anterior descending artery. A 330 cm rotawire was selected for use. During withdrawal, it was noted that the tip of the guidewire had split into a small section. The device was removed completely from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 -initial reporter phone: (B)(6). G3 -aware date: used notification date as aware date as email received from china-wipro complaints team on 1/6/2025 but, the provided complaint notification date (12/30/2024) and bsc aware date (1/4/2025). Device evaluated by manufacturer. The device was returned for analysis. Visual and microscopic inspection of the spring tip revealed it was bent and stretched and detached from the core wire. Due to the observed detachment of the spring tip from the core wire, the core wire was protruding through it. Dimensional inspection was performed and confirmed that the total length of the guidewire was according to the specifications, even though the spring tip was detached from the core wire.

Event description:
It was reported that device detachment occurred. The stenosed target lesion was located in the anterior descending artery. A 330cm rotawire was selected for use. During withdrawal, it was noted that the tip of the guidewire had split into a small section. The device was removed completely from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. It was further reported that the device was removed intact from the patient by simply pulling it out.

Manufacturer narrative:
E1 -initial reporter phone: (B)(6). G3 -aware date: used notification date as aware date as email received from china-wipro complaints team on 1/6/2025 but, the provided complaint notification date (12/30/2024) and bsc aware date (1/4/2025).

Event description:
It was reported that device detachment occurred. The stenosed target lesion was located in the anterior descending artery. A 330cm rotawire was selected for use. During withdrawal, it was noted that the tip of the guidewire had split into a small section. The device was removed completely from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. It was further reported that the device was removed intact from the patient by simply pulling it out.